Event description:
During review of programming and diagnostic history, it was observed that a generator diagnostic test occurred that caused a change in device settings during an office visit on (B)(6) 2006. The physician corrected the settings; however, the frequency was not corrected. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.